Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to the lead-1 (white) pulse wire being pinched at the connector area. The belt did not pass falloff testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.